Event description:
It was reported that the device¿s sleep/wake button was unresponsive and the user was instructed to update the application, after which the button functioned normally and blood glucose was not affected. No clinical symptoms reported. Outcomes included no impact on health, no alarms, and no medical intervention. Investigation included remote troubleshooting and software review. Investigation of this case revealed that the software update restored expected device functionality. It was concluded that the event was related to a software issue resolved by update, with the device operating as intended post-update.